Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Hexagon components broken and fell into the patient; all components were recovered. Surgery delay 5 minutes / no patient hazard / no x-ray. The surgery was successfully completed.